Event description:
Patient was revised to address stem loosening and pain.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: gross effusion; significant metallosis; pseudotumor; loose femoral component; loose acetabular component. The information received does not change the MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. The asr devices associated with this revision are now obsolete. A product and lot code for the stem reported as loose was not provided. A request for compensation (claim) has been received from this patient. Follow-up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: alert date, brand name, device product code, catalog #/lot #, date rec'd by MFR, PMA/510(k) #, manufacture date. The complaint has been reopened because product information has been received which may change the investigation for the stem

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
**Update** 7/12/2012 - claim and preservation notice were received. There is no new information at this time. ***update*** 7/24/2012 litigation papers allege the patient suffered severe and permanent physical pain, injury and disability, unnecessary and additional surgeries, and metallosis and excessive levels of chromium and cobalt blood levels. There was no new information received that would impact the outcome of the investigation. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). **update** 01/17/2013- the investigation has been reopened due to receiving part/lot was received for the stem. Depuy will notify the FDA when the investigation is complete. The stem associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since it's release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.